Event description:
Older style tub (75000 whirlpool tub) was being used. Pt was scalded and passed away due to complications from the injuries. From the news report. It appears that the incident had occurred sometime in (B)(6), however the ahus tech was dispatched by their rsd to go on-site (B)(4), to fill out an idf.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc on behalf of the manufacturer arjo hospital equipment (B)(4). Additional info will be provided upon conclusion of the manufacturer's investigation.